Event description:
It was reported that the insulin pump gave a motor error alarm and that the buttons did not work properly. It was not known if the insulin pump was dropped or bumped or exposed to moisture. The blood glucose reading was 140 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a corroded motor home switch. The insulin pump responded properly to button presses. No damage was noted on the keypad traces. The connector on the display board was locked. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.